Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Event description:
A bilevel positive airway pressure (bipap) device was returned to a third-party service center for evaluation. There was no patient harm or injury reported. During the evaluation of the device at the third-party service center, an issue related to sound abatement foam degradation was observed. The device's sound abatement foam was replaced to address the issue.